Event description:
Hill-rom received a report from the account stating the bed ran unintentionally. The bed was located at the account in medsurg. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technical support could not duplicate the unintentional movement but found the pendant card was smashed. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Hill-rom technical support provided the account with the pendant product number. Hill-rom has made three attempts regarding a resolution to this contact line, with no response. Based on this information, no further action is required.